Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event.

Event description:
"Lpvi, rpvi and ablation targeting cfae (complex fractionated atrial electrogram) was conducted. During ablation around cs ostium, the blood pressure reduction was confirmed. The physician checked ultrasound findings when the blood pressure dropped to 80/50. The cardiac tamponade was confirmed according to fluoroscope findings as well because bad cardiac motion was observed. The procedure was terminated and drainage was performed immediately. The patient was under observation in the catheter laboratory for about an hour after drainage. Then the patient was transferred to a ward after confirming the patient's stabilization. The physician stated that there was no causal relationship between tamponade and j&j's products. The complaint product(s) will not be returned for analysis. Reported by (B)(6).

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00203) submitted in 2016 did not go through correctly. The type of report section g7 was miskenly marked as "follow-up#2", instead of follow-up#1. Corrections made to following sections: g1, g7, h3, h6, h10.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00203) submitted in 2016 did not go through correctly.

Manufacturer narrative:
This supplemental report is being submitted to update the outcomes attributed to adverse event (see section b2), correct the common device name and provide the device procode (see section d2), correct the manufacturer's city (see section d3), update the device available for evaluation (see section d10), correct the initial reporter information (see section e1), correct the health professional information (see section e2), delete the reporter's occupation (see section e3), correct the manufacturer's city (see section g2), update report source (see section g3), provide the PMA/510(k) information (see section g5), update device evaluated by manufacturer (see sectionh3), and update the event and evaluation codes (see section h6). The device referenced in this report was not returned for evaluation.